Manufacturer narrative:
The device has not been returned for investigation nor were x-ray films or pictures provided to confirm the alleged event. Root cause is unknown at this time.

Event description:
Information was received that a stryde nail broke during removal. No patient injury was reported.

Event description:
Information was received that a stryde nail broke during removal. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: a review of device history records for the returned unit confirmed that it met all required quality inspections and release criteria prior to release. The nail was visually inspected. During visual inspection, the anti-rotation lug was noted to have disengaged from the housing tube. The barbs of the anti-rotation lug had minor damage likely caused from the disengagement which occurred during removal. The nail was unable to be functionally tested due to its condition but coordinate measuring machine inspection of the returned device confirmed the anti-rotation lug barb diameters were within specification. The root cause of the reported event is unable to be determined.